Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found wrinkles in the insertion tube, scratches on the insertion tube, the insertion tube was discolored, the air/water nozzle was clogged, a foreign object was lodged in the nozzle, the tip cover was crushed, the objective lens adhesive was cloudy, the lighting lens adhesive was cloudy, scratches on the insertion part of the corrugated tube, and the suction cylinder was scraped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had roughness of the snake tube. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - it was confirmed the foreign material was in the nozzle, but the foreign material could not be further identified. In addition, the reprocessing is carried out according to the instruction manual at the facility, therefore, the cause could not be further presumed. Olympus will continue to monitor field performance for this device.